Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
A pk superpulse generator ref 744000, serial# (B)(4), (B)(6), was returned for evaluation. It was noted the device came without accessories. A visual inspection confirmed missing 4 rubber feet on the bottom chassis. There are minor scratches on the housing but no damage on the sockets. All switches were functional. When accessing the error log history found recoverable errors 300 ref 21 logged three times. This error is very often caused by metallic objects in the vicinity of the electrode tip causing a short or a faulty electrode or cable. Poor operating technique and saline temperature can cause this error. The generator was then connected to a test hf cord together with the test working element, and a test electrode to check for functionality. The device recognized the hf cable and the front screen displayed pk/turis with tp2/180 and des/100. The device was able to generate the power output to cut or coagulate a saline-soaking tissue sample without a problem. The setting remained the same, and no error occurred during activation. In addition, the generator was fully inspected and put into a two hour burn-in test in electronics service line. The unit passed the functional inspection. The reported complaint of setting change was not duplicated.

Event description:
The manufacturer was informed that during an unspecified procedure, the generator would switch from cut to coag on its own. Also, when the doctor would cut the unit would not energize. The doctor kept having to press the foot pedal and this was causing a delay in the procedure. The generator would not energize until the reset button was hit and then the unit would prompt the mode needed to be changed. This was occurring throughout the entire procedure. There was no error prior to the generator rebooting. There were no alarms or alert tones noted. The loop was replaced during troubleshooting and the energizing issue continued. However, the generator¿s rubber feet were noted to be missing during the procedure. It is unknown if there was an issue with any other instrument attached to the generator. No error code appeared with the hand-piece. The intended procedure was completed although prolonged by 20 minutes. There was no patient injury reported. In addition, the user facility reported that it was unknown if the device was inspected prior to the procedure. However, the devices are inspected every 6 months-annually. The connection between the cord and equipment was secure.